Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the trial lead was broken inside the patient during the lead pull. The physician attempted to remove it during the permanent implant procedure, but was unable to. No injuries were sustained by the patient and the broken trial lead remains inside the patient. There have been no reports of further complications regarding this issue and the patient is currently using the device and receiving effective pain relief.